Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. The root cause of the delivery issue was most likely patient condition related, impella insertion aborted due to calcium burden as per the clinical description provided. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿ impella cp with smartassist system section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ e.4 should have been left blank on the initial manufacturer device report number as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 2199 was reported incorrectly on the initial manufacturer device report number and a new code was added. A medical device problem code was added as it was inadvertently omitted from initial manufacturer device report number. H.10 additional manufacturer narrative instructions for use were inadvertently omitted from the previously submitted manufacturer device report number and were added.

Event description:
The user facility reported an attempt to implant an impella cp device pre-percutaneous coronary intervention (pci) was unsuccessful. Angiogram of the right femoral artery access site was performed, and reportedly, the site appeared suitable for the impella placement although calcium burden was noted. Access was obtained via ultrasound and micro-puncture technique. An 8fr dilator utilized, but when the physician tried to insert 10fr dilator, it was unable to advance in a safe manner. Multiple attempts were made; however, attempts were unsuccessful. Impella cp implant was aborted. The physician placed a terumo 9fr sheath and proceeded with pci. It was reported there was no harm to the patient (demographics unknown) as a result of this event.

Manufacturer narrative:
Patient-specific information and the initial reporter's name are unknown, unavailable at this time and respective field(s) reflect "unknown" or have been left blank accordingly. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.